Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2014, the patient presented with crescendo angina and a 2.25 x28mm stent was implanted in right posterior atrioventricular segment. On (B)(6) 2016, the patient expired and the cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.